Manufacturer narrative:
An event of paravalvular leakage and an inability to view one leaflet via fluoroscopic examination was reported. Examination under x-ray determined subjectively that there was no difference between the returned valve¿s left/right leaflets when compared to two regent control leaflets of the same size. Both the returned valve¿s left/right leaflets and the control subject leaflets were equally identifiable under x-ray. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2010, a 19 mm regent mechanical heart valve was implanted. On (B)(6) 2017, a perivalvular leakage was noted and as part of the pre-operative evaluation a fluoroscopic examination was performed and one leaflet was not able to be identified. The physician expressed concern that both leaflets did not have equal amounts of tungsten, therefore the visibility of both leaflets was different. On (B)(6) 2017, a 19 mm epic valve was implanted and the patient is reported to be stable. Warfarin was prescribed when the patient was discharged from the hospital. No information for inr value is available.

Event description:
On an unknown date in 2010, a 19 mm regent mechanical heart valve was implanted. On (B)(6) 2017, a perivalvular leakage was noted and as part of the pre-operative evaluation a fluoroscopic examination was performed and one leaflet was not able to be identified. The physician expressed concern that both leaflets did not have equal amounts of tungsten, therefore the visibility of both leaflets was different. On (B)(6) 2017, a19 mm epic valve (unavailable lot and sn) was implanted and the patient is reported to be stable.